Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reports that ' patient had a sudden desaturation. Bolus of fio" performed with no improvement. Patinet was removed from the ventilator, bagged with water circuit recovering 100% of oxygen level. When attempted to connect the ventilator again, no flow detected while patient was breathing. After a couple minutes patient lost cardiac output leading to hypoxic arrest. No lasting harm or consequences to patient reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The additional information and conclusion of hamilton medical ag is: the event that was reported was described as follows: the patient had a sudden desaturation during mechanical ventilation. A fio2 bolus was administered, but no improvement was observed. The patient was then disconnected from the respective ventilator and manually ventilated using a water circuit, which resulted in full recovery of oxygen saturation. When attempted to connect the ventilator again, no flow detected while patient was breathing. After a couple minutes patient lost cardiac output leading to hypoxic arrest. Investigations results: the logfile analysis showed: on the alleged date and time of the event, the device had been in use in ventilation software for >6h. The logfiles show several attempts to start ventilations, the device showed user alarms. The logfiles do not give any indication of the alleged missing air flow from the log files the most probable root cause might have been related to the patient condition or the accessories used. There is no calibration or leak/tightness test recorded in the logs to check for any leaks. According to information from the complainant on 21.10.2024 the device has passed all tests and did not show any technical issues. A technical failure of the device could not be identified. This was reviewed through a medical assessment which concluded: at the time of the reported desaturation the ventilator logs suggest, that alarms were active and acknowledged by the users. The ventilator was applying inflations, which were within the set alarm limits. The logs generally suggest that the ventilator did apply and monitor inflations whenever it was set from standby to operation. The logs do not show any information other, than the ventilator was operating as set during the reported time in question. No deviation was found in the affected device. The most probable root cause is a usage problem. Therefore no relation with a device malfunction was established. There was no correction on the affected device. No similar incident was identified.

Event description:
The following was reported to hamilton medical ag: customer reports that ' patient had a sudden desaturation. Bolus of fio" performed with no improvement. Patinet was removed from the ventilator, bagged with water circuit recovering 100% of oxygen level. When attempted to connect the ventilator again, no flow detected while patient was breathing. After a couple minutes patient lost cardiac output leading to hypoxic arrest. No lasting harm or consequences to patient reported.

Event description:
The following was reported to hamilton medical ag: customer reports that ' patient had a sudden desaturation. Bolus of fio" performed with no improvement. Patinet was removed from the ventilator, bagged with water circuit recovering 100% of oxygen level. When attempted to connect the ventilator again, no flow detected while patient was breathing. After a couple minutes patient lost cardiac output leading to hypoxic arrest. No lasting harm or consequences to patient reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.